Event description:
During use of the endo gia stapler the reload would not fire. A second device was used without incident. It is unknown if the second device was the same or a different lot number.

Event description:
During use of the endo gia stapler the reload would not fire. A second device was used without incident. It is unknown if the second device was the same or a different lot number.